Manufacturer narrative:
This report relates to 1x zlv6-35-125-6.0-120-ptx of lot c781683. Reference also directly related MDR reports 3001845648-2014-00261 and 3001845648-2014-00262. Note stent fractures have also been reported in the referenced devices occurring on the (B)(6) 2014. Reference MDR reports 3001845648-2014-00263 and 3001845648-2014-00264. This investigation addresses 1x ziv6-35-125-6.0-120-ptx of lot c781683. Reference also directly related MDR reports 3001845648-2014-00261 and 3001845648-2014-00262. The ziv6-35-125-6.0-120-ptx stent of lot number c781683 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Angiography images from stent implantation ((B)(6) 2012) and follow-up runoff ((B)(6) 2013) were provided. In relation to restenosis the following comments were provided by the independent reviewer: "...due to overlapping profunda femoral artery branches, a stenosis in the proximal sfa stent at the sfa origin was inadequately imaged however, despite this, a stenosis from nee-intimal hyperplasia was present. It caused approximately 80% maximal diameter stenosis with a residual luminal diameter approximately 1.3 mm. Distal to this neo-intimal hyperplasia narrowed the proximal stent 60% maximal diameter stenosis with a residual luminal diameter of 2.5 mm. The mid-sfa stent was narrowed by neo-intimal hyperplasia 50%, residual luminal diameter of 3 mm, just proximal a new mid-stent 1mm step off. Neo-intimal hyperplasia in the distal portion of the stent caused 40% maximal diameter stenosis. Nee-intimal hyperplasia in the distal stent resulted in 20% maximal diameter stenosis. No inflow limitation was present. ... Neo-intimal hyperplasia was present in all three stents. It resulted in proximal stent severe stenosis, mid-stent moderate stenosis, and distal stent mild stenosis. ... Runoff was poor. Poor runoff is a risk factor for bare metal and ptfe covered stent stenosis and possibly was a factor in this case. (J vasc surg. 2008 may; 47(5): 967-74.)" Based on the images, the customer complaint was confirmed. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. Based on the feedback provided by the independent image reviewer, nee-intimal hyperplasia was present in all three stents which resulted in stent restenosis. Poor runoff is a risk factor for stent stenosis and it is possible that this could also be a contributing factor in this case. However, a definitive root cause of this stent restenosis cannot be determined. Restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per finished product q.c. Instruction fqc0194. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012, a ziv6-35-125-6.0-120-ptx, ziv6-35-125-6.0-40-ptx and ziv6-35-125-6.0-120-ptx were placed in the right sfa (from proximal side; ziv6-35-125-6.0-40-ptx --> ziv6-35-125-6.0-120-ptx --> ziv6-35-125-6.0-120-ptx) on (B)(6) 2014: restenosis was confirmed. (Restenosed stent cannot be confirmed.) On (B)(6) 2014: pta was performed. On (B)(6) 2014: the patient had a favourable outcome. No further adverse effects to the patient have been reported as occurring.